Manufacturer narrative:
Hamilton medical ag case number is: (B)(4) .

Event description:
The following was reported to hamilton medical ag: during pre operational check, technical event 231008 (o2 valve leak). Alarm pops up continuously when connected to high pressure oxygen . Performed all tests in service software . O2 mixer test failed no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during pre operational check, technical event 231008 (o2 valve leak). Alarm pops up continuously when connected to high pressure oxygen . Performed all tests in service software . O2 mixer test failed no patient involvement.